Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to device tubing break on reservoir tubing. It was also noted the secondary cylinder had a cylinder aneurysm.

Event description:
According to the available information the device was explanted and replaced due to device tubing break on reservoir tubing. It was also noted the secondary cylinder had a cylinder aneurysm.

Manufacturer narrative:
Cylinder 1 was received for evaluation. Abrasion was noted on the exhaust tube of cylinder 1. An aneurysm was noted on the bladder of cylinder 1. This was not a site of leakage. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.